Manufacturer narrative:
It was indicated that the device was discarded. Attempts have been made to obtain additional information. If additional information is provided a supplemental report will be submitted. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the blue tubing was broken. Customer was unsure how it was broken. There were no patient complications reported.